Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed flow and o2 blending tests from the ltv final test, the ventilator failed the o2 blending test at (B)(4) % reading (B)(4)% when passing specifications is (B)(4)% to (B)(4)%. An advanced fio2 test was also performed, and testing revealed the solenoid 1 was below the required passing specifications reading. Carefusion installed a good known o2 blender, and the ventilator passed all the flow and o2 blending tests from the ltv final test. The o2 blender was replaced to correct the reported issue.

Event description:
It was reported by the customer that when the ventilator is set to 100%, the oxygen output percentage is less than 90%. There was no report of any patient involvement or patient harm associated with this complaint.